Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New (B)(6) record created in order to update (B)(6) (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from occasional hip pain and discomfort in her right hip. She was also injured by excessive levels of chromium and cobalt. Update (09/14/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 08/04/2016 - sales rep reported patient was revised due to pain. Skeeve was added to the complaint. Complaint was updated 08/16/2016.